Event description:
Revision surgery for stem loosening at about 6 years and 2 months from primary surgery. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 30 november 2022: lot 148426: (B)(4) items manufactured and released on 24-mar-2015. Expiration date: 2020-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.